Manufacturer narrative:
Batch review performed on 22 september 2022. Lot 2012664: 65 items manufactured and released on 13-jan-2021. Expiration date: 2025-dec-28. No anomalies found related to the problem. To date, 52 items of the same lot have been sold with 1 similar reported event (same patient, previous revision surgery) during the period of review.

Event description:
The patient had a primary knee surgery on (B)(6) 2022. On (B)(6) 2022, the patient came in reporting looseness after dislocating the patella. The surgeon revised the gmk-sphere tibial insert e-cross - flex 3l -10mm with a gmk-sphere tibial insert e-cross - flex 3l -14mm and repositioned the patella with soft tissue repair. The surgery was completed successfully. Presently, on (B)(6) 2022, the patient came in reporting looseness after dislocating the patella again. The surgeon decide to revise all components to hinge components. The surgery was completed successfully.